Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was not recorded. The caller was the patient's father who also states that the reservoir caps keeps falling out of the insulin pump and wants a replacement. No further information was provided.